Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges new or worsening asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. The device has yet to be returned, however, the manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges new or worsening asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested at this time. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint "particles verified in airpath" was confirmed. No repair was performed. The unit was scrapped. The manufacturer previously reported the recall number as: z-0882-2023. The correct recall number is: z 1956-2021.